Event description:
The facility rep states the end user has a m51 with broken front riggings that will not stay on.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.